Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, device turns off while on battery was observed. The device's battery cable was replaced to address the issue.